Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) ab2000-d/serial number: (B)(6) was conducted, which confirmed that there were no non-conformance's, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 3. Contraindications: do not use the aquabeam robotic system in patients who do not meet the indication for the system's intended use. It was reported that post aquablation therapy, the patient passed away due to new onset liver failure. It is unknown if the patient had any pre-existing conditions prior to aquablation therapy. An autopsy was not conducted. The treating surgeon reported that the patient's death was not related to aquablation therapy. Based on the information obtained through the treating surgeon, plus a review of the treatment log files, DHR, and labeling, the event is considered non-device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post-aquablation therapy, the patient passed away due to new onset liver failure. The treating surgeon reported that the patient's death was not related to aquablation therapy. No autopsy was completed. It is unknown if the patient had any pre-existing conditions. No malfunction of the aquabeam robotic system was reported.